Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device was in good condition, with no signs of external damage. Primary audible background test, primary audible alarm post, auxiliary control unit (acu) watchdog alarm related to the primary audible alarms errors found in pump event history log. During functional testing using the power up process and occlusion test, the reported issue of primary audible alarm background test was unable to be duplicated. The root cause was unable to be determined. The speakers were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device exhibited a primary audible alarm background test and auxiliary control (acu) watchdog failure. No patient injury was reported.